Event description:
It was reported that when the fiber was removed from the bladder at the completion of the procedure, the metal tip fell off of the fiber. No adverse outcome was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the fiber can independently rotated within outer flow tubing; the outer flow tubing open end exhibits signs of melting. This would cause reduced vaporization efficiency. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
1st fiber usage: 6:0 minutes, 62,284 joules. The procedure was completed using a second surgical fiber.